Event description:
Screw was broken during insertion. Screw was retrieved without any complications. No injury, pt status ok.

Manufacturer narrative:
Each production lot conmed linvatec biomaterials produces is released based on the mechanical lot release tests. The release values of the lot s0002559 were on the level of long term average. Returned part was inspected using stereomicroscope. Implant was cracked into three pieces. Cracks seemed to start from the corners of the driver hole. In the operation 8 mm drill was used for the 9 mm screw. In the IFU it is recommended that with a soft tissue graft the diameter of the screw selected on the femoral side is recommended to match the diameter of the femoral tunnel.